Manufacturer narrative:
Evaluation of the xenon lightsource (00mlx) was not performed as the device was not returned to the manufacturer. The device history record (DHR) was not reviewed as the reported complaint of the blown fuse is being addressed by internal quality plan and is not related to a manufacturing non-conformance. As an interim solution, integra can replace components of the mlx lighting units to restore functionality should the device be returned. The quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s). Root causes were determined, and corrective actions were implemented.

Event description:
A facility reported that when the mlx 300w xenon lightsource (00mlx) was turned on, the fuse was suddenly blown. There was no patient involvement; thus, no patient injury or surgical delay occurred.